Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an angioplasty procedure, after advancing a cross it 200 guide wire past a chronic total occlusion in the proximal left circumflex (lcx) coronary artery, a 1.5 x 8 rx mini trek balloon dilatation catheter (bdc) was advanced over the cross it guide wire, toward the calcified lesion in the ostial lcx, but was unable to be advanced due to heavy resistance felt against the anatomy; force was applied and the shaft of the mini trek subsequently broke (fractured) distal to the mid shaft area during the advancement. The mini trek was withdrawn from the anatomy without resistance. A 1.2 x 8 mini trek was used to dilate the lesion. Reportedly, there was no interaction of devices and no procedural or other issues. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The shaft separation/break was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.